Event description:
Same case as MDR ID: 2134265-2015-02052. (B)(4). It was reported that stent thrombosis and myocardial infarction (mi) occurred. In (B)(6) 2012, the patient presented due to acute coronary syndrome and was diagnosed to have mi. Subsequently, coronary angiography and the index procedure were performed. Target lesion # 1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 24 mm long with a reference vessel diameter of 2.50mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.50 x 20.00 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal lad with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.2 mm. Target lesion # 2 was treated with direct placement of a 2.50 x 12.00 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. Additionally a balloon angioplasty was performed with a 2.25 x 12 mm non-bsc balloon at the 1st diagonal branch following which there was timi flow of 3. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to chest pain and the electrocardiogram (ECG) demonstrated st elevation. Cardiac enzyme was noted to be elevated and the patient was diagnosed with acute anterior st-segment elevation myocardial infarction (stemi). Subsequently, coronary angiography was performed and revealed complete occlusion of the proximal lad. The stent thrombosis of the 2.50 x 20.00 mm promus element¿ plus stent and 2.50 x 12.00 mm promus element¿ plus stent deployed at proximal lad was treated by the deployment of a 3.00 x 15.00 mm non-bsc stent. Following post dilatation the residual stenosis was 10-15%. Three days post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).